Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The customer was advised to contact technical support again if the issue reappeared and confirmed understanding of the instructions.